Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he received a button error alarm on the insulin pump. Customer could not get any insulin and took the battery out. Customer stated that he pressed the esc button and held it down. Customer reported that it did not work. Customer was walking down the track when he received the alarm. Customer was taking a shower and the buttons did not work right after the shower. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.